Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 12mm the balloon was unable to be inflated due to the observed cut. There were no other abnormalities. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to reporter during a laparoscopic right hemicolectomy procedure approximately after 15 minutes of use of the first trocar the balloon leaked air. Another trocar was opened, but upon inserting a scope, it was noted that air leakage occurred again from the insertion part. A new trocar was used to complete the procedure. The event occurred in use for patient. The surgical time was not extended. There was no tissue damage. The incision site was not extended. No device fragment fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. There was no bleeding. The device was not reprocessed/re-sterilized prior to use.